Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6) hospital. Alarm has happened once. Customer were able to resume pumping with the iab fill key.esp personnel explained the alarm, potential reasons and troubleshooting techniques if it continues. There is no blood or visible kink in the helium tubing.

Event description:
User called into emergency support program line to request and report issue during use with sensation plus 50cc intra-aortic balloon catheter regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.